Event description:
On (B)(6) 2011, patient reported the up button on the infusion device was not functioning properly. He can get the up button to respond but has to "wiggle it." This was first noticed when patient tried to bolus. The up button does pop up when it is pressed and released. Patient has used this infusion device since (B)(6) 2008, and boluses approximately 3 times per day. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.